Event description:
It was reported that the user was shocked. Please note, it was confirmed that there were no adverse consequences and no medical intervention required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the user was shocked. Please note, it was confirmed that there were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: customer was shocked when camera cord and light cord were pulled out at the same time. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to replicate the problem in-house. Possible root causes could be electrical static discharge. The failure mode will be monitored for future reoccurrence.